Event description:
It was reported the patient presented to the clinic due to a patient notifier for high out of range pacing lead impedance. High impedance measurement was confirmed during in clinic testing. Increased capture threshold was observed. Patient was asymptomatic and stable. Lead replacement was attempted but not completed due to issues with the vein. The patient was sent to another ep for lead replacement. No further information is available.

Manufacturer narrative:
(B)(4).